Manufacturer narrative:
Physio has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device energy output was incorrect. At the 50 joule setting, the measured output was 456 joules. When this occurred the service indicator was illuminated. The customer advised that at energy settings of 100, 200, 300 and 360 joules, the output was within specifications. In this state, wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The hospital biomed evaluated their device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device energy output was incorrect. At the 50 joule setting, the measured output was 456 joules. When this occurred the service indicator was illuminated. The customer advised that at energy settings of 100, 200, 300 and 360 joules, the output was within specifications. In this state, wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.